Manufacturer narrative:
The customer did not have the original barcode for patient ID (B)(6); he printed a barcode with patient ID (B)(6). When the printed barcode was scanned as a patient for a "patient test", the inform ii meter in question displayed an error indicating the length of the barcode was incorrect and must be between 7-10 digits. The customer then scanned the printed barcode as "diagnostics" and the patient ID scanned correctly as a 7-digit number. There was no damage to the scanner window. The customer cleaned the scanner window and mentioned there appeared to be some sort of spot on the scanner window on the inside of the meter that could not be cleaned off. The meter was reset and the customer attempted to scan the printed barcode again under "patient test" and the same error message was received again. The customer did not know the symbology of the barcode used to create patient ID barcodes. The meter was requested for investigation.

Event description:
The initial reporter alleged an accu-chek inform ii meter was not scanning a patient ID barcode correctly. The correct patient ID is (B)(6). The meter scanned the patient ID as (B)(6). The operator noticed the patient ID was incorrect after performing the test. The operator attempted to re-run the test but the meter scanned the same incorrect patient ID of (B)(6). The operator scanned the patient ID with a different inform ii meter and the ID was correct ((B)(6)). The patient ID of (B)(6) was an actual patient ID but it was for a previous patient that had been discharged "several" months ago. The results with the incorrect patient ID were flagged in the customer¿s data management system and were not uploaded to any patient charts.

Manufacturer narrative:
Sections d9 and h3 were updated. The meter was returned for investigation. Barcode samples, images and symbology information were requested but were not provided. Sample barcodes were used at the investigation site with the returned meter. The barcodes were scanned using the customer's meter multiple times. All barcodes scanned correctly and no issues were identified with the barcode scanning function of the meter. The meter was disassembled for further investigations. Visual inspection of the electronic parts showed no abnormalities and no contamination was found. The barcode scanner window had a single spot of damage but this did not affect the scanning performance during testing by the investigation. The meter performed according to specification. The investigation did not identify a product problem.